Manufacturer narrative:
This is one event for the same pt involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt a sudden cardiac event and expired the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.